Manufacturer narrative:
(B)(4).should the information be provided later, a supplemental medwatch will be sent.batch # m92p28. The analysis results found that the er320 device was returned in good visual conditions. In addition, the top shroud was observed to be damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and formed 15 conforming clips, the remaining 4 clips were not properly fed into the jaws causing the clips to be ejected due to the condition of the top shroud. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the condition of the damaged top shroud. The reported event could not be confirmed as the knob rotation worked as intended.no incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic vesicule procedure, the clamp doesn't rotate. Impossible to ligature the cystic duct. The device was used until the end of the intervention. There were no adverse consequences for the patient reported.